Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that the coaguchek softclix lancet device either doesn't stick the finger at all or the lancet protrudes from the end cap of the device. There was no allegation that an adverse event occurred. The lot number for the lancets was not provided. The device was requested for investigation and a replacement was sent.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.